Event description:
Subsequently, a revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this left ventricular lead implant, difficulty was encountered obtaining a position without phrenic stimulation. During the post operative follow-up, no capture at 6.0v @ 1.0ms was obtained. An x-ray was performed revealing this lead was dislodged. A revision is intended. No further patient symptoms were reported.